Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was sensing - oversensing 3 - lead failure predictor high rate-ns <= 195 ms average v-cycle on (B)(4) 2011 in the timeframe between 13:13:55 and 13:18:46. There was 1 - ventricular non sustained tachycardia=172 ms on (B)(4) 2011 13:13:56, 2 - ventricular fibrillation<=180 ms average v-cycle on (B)(4) 2011 at 13:13:59 and 13:18:56.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.